Event description:
Customer reported that the imrt mlc modulation factor and monitor units appear to be calculated incorrectly for vanan mlc's. The problem occurs in termittenly. No patients were treated using the incorrect values.